Manufacturer narrative:
(B)(4). The lot was manufactured december 15, 2015 ¿ december 16, 2015. The device was received for evaluation with approximately 270 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test and a functional flow rate test were performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not allow flow of medication during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.